Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have high capture thresholds, and failed to capture. The ra lead was explanted and replaced on (B)(6) 2021. No patient consequences were reported.